Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, removal of the patient¿s pd catheter (not a fresenius product), placement of an hd catheter (not a fresenius product ) and transition to hd for rrt. The etiology of the serious adverse event is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse event was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, the proteus species are mostly found in the human intestinal tract as part of normal human intestinal flora and may also be isolated from individuals in long-term care facilities, hospitals, and from patients with compromised immune systems. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 23,000 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 2000 mg daily for 28 days. The patient¿s peritoneal effluent culture result returned positive for proteus penneri on (B)(6) 2026, and the patient¿s vancomycin was discontinued. Additionally, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and placement of a hemodialysis (hd) catheter (not a fresenius product) in order to transition the patient to hd therapy. The patient was discharged home on (B)(6) 2026 and is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis was not discovered; however, the pdrn reported the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient will complete the remaining antibiotic therapy intravenously following hd therapy.